Event description:
A journal article was reviewed that contained information regarding this lead. The patient had received inappropriate shocks, with no associated symptoms. The lead was disabled. The lead showed oversensing and an "acute" increase in impedance. The lead had a suspected fracture. The patient also reported chest pain and a thrombosis had developed, which was aspirated. The pain resolved, and the patient underwent a lead replacement without complications. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "very late stent thrombosis immediately after recurrent inappropriate shock delivery by an implantable cardioverter defibrillator." Journal of electrocardiology. May 1 2012;45(3):333-335.